Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon catheter ruptured when inflated at nominal pressure. The procedure was completed with a different device. There were no patient complications reported.